Event description:
Please disregard the information in report number 3004753838-2021-83797 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2018-084887 which was submitted through esubmitter.

Manufacturer narrative:
(B)(4). Please disregard the information in report number 3004753838-2021-83797 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2018-084887 which was submitted through esubmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. A probable cause is low transmitter battery voltage. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.